Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error alarm with their insulin pump. The customer states the pump alarmed for motor position encoder error. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the rewind, self test, idle current, run current, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside to the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the off no power test, unexpected restart, occlusion, or no delivery alarm tests due to the motor error alarm. The pump had minor scratches on the display window.